Event description:
Procedure: low anterior resection. According to the reporter, the instrument anvil release from the instrument. After removing the instrument, the anvil was left behind in the patient's colon. The anastomosis was acceptable. According to the surgeon, the staff did not make more than four half turns to remove the instrument. The staff could retrieve the anvil with a grasper. The operating time was extended 45 minutes due to the issue.

Manufacturer narrative:
(B) (4).